Event description:
It was reported the patient presented prior to a routine generator exchange. Upon interrogation it was found that the right ventricular (rv) lead exhibited a failure to capture. Fluoroscopy revealed the rv lead was severed. It was additionally noted the rv lead was fractured. The lead was capped and replaced 13 may 2024. The patient was stable before, during and after the procedure.

Event description:
New information received noted the rv lead fracture involved detachment with a foreign object in the pulmonary system. The patient did not experience symptoms and no intervention was performed.